Manufacturer narrative:
Patient weight reported: (B)(6) kg. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Mw5091844.

Event description:
Sus voluntary event report mw5091844 received that states: pt was a cath lab pt and procedure had been successfully completed. When surgeon attempted primary closure of the arteriotomy site using a perclose proglide suture-mediated closure system. Upon insertion he advanced to an area of scar tissue and the device snapped. He gently tried to extract device but was unsuccessful. Unfortunately a large piece of the sheath/device remained in the sfa (superficial femoral artery). Pt was immediately transported to a higher level of care for surgical intervention. The device was located and removed, as well as repair to the artery and removal of clots. Pt tolerated procedure well and intervention was successful. Subsequent to the initial sus voluntary event report additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath, after an angiogram, atherectomy and balloon angioplasty procedure. Reportedly, as the proglide device was inserted, resistance was felt during advancement and the proglide device "snapped". The proximal part of the proglide device was simply manually removed. The patient was transferred via ambulance to a different hospital for surgical intervention. A cut down was performed to remove the separated portion of the proglide device and clots [hematoma]. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported device entrapment and difficulty inserting into the patient anatomy could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hematoma and tissue damage (vascular injury) are listed in the proglide instructions for use (IFU), as potential complications associated with the use of suture-mediated closure devices.the reported difficulty inserting the device, guide detachment and device entrapment appears to be related to interaction with the patient scar tissue and manipulation of the device during insertion into the anatomy. The reported patient effects of hematoma and tissue damage are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Device evaluation previously reported.